Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 functional mitral regurgitation (mr) and restricted posterior leaflet for a mitraclip procedure. During the procedure, the clip jumped open slightly during deployment. Anterior leaflet was observed to be slightly out of the clip in the fluoroscopy. A slight movement of the clip was observed in anterior-posterior direction. Another mitraclip was deployed lateral to first clip. The mr was reduced to grade 1 post procedure. There was no clinically significant delay or adverse patient effects.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this the reported difficult to open or close (clip jumping) or migration (partial clip movement). Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, a cause for the reported clip jumping could not be conclusively determined. The reported migration appears to be a cascading event of the reported clip jumping. There is no indication of a product quality issue with respect to manufacture, design, or labeling. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.